Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("infection : pelvic inflammatory disease"), device dislocation ("migration of essure") and pelvic pain ("crippling pain") in a 28-year-old female patient who had essure (batch no: c8000x7-inv ,cs000x7) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery and abdominal pain. On (B)(6) 2017 : has confirmatory hsg with previous gyn. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone), ethinylestradiol;norethisterone acetate (loestrin) and ethinylestradiol;norgestimate (estarylla). In 2015, the patient experienced migraine ("migraines"), headache ("headaches") and menstrual disorder ("menstrual problems"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. In october 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)", menorrhagia ("abnormal bleeding (menorrhagia)", dysmenorrhoea ("dysmenorrhea (cramping)" and vaginal discharge ("vaginal discharge"). In november 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)" and fatigue ("fatigue"). In 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("hair loss"), autoimmune disorder ("autoimmune disorder"), hypersensitivity ("allergic reactions"), fallopian tube spasm ("twisted and kinked fallopian tubes") and abdominal pain lower ("lower abdominal pain in female organs") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, device dislocation, alopecia, weight increased, autoimmune disorder, hypersensitivity, migraine, fallopian tube spasm, dyspareunia, fatigue, menstrual disorder and abdominal pain lower outcome was unknown, the pelvic pain and dysmenorrhoea was resolving and the vaginal haemorrhage, menorrhagia, headache and vaginal discharge had resolved. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils left 03 right 03 other findings during the hysteroscopy are noted diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2016: total bilateral occlusion. Lot number: c8000x7 is invalid, lot number: cs000x7 is valid. Most recent follow-up information incorporated above includes: on 19-dec-2018: update of information (batch is invalid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("infection : pelvic inflammatory disease"), device dislocation ("migration of essure") and pelvic pain ("crippling pain") in a 28-year-old female patient who had essure (batch no. C8000x7-inv ,cs000x7) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery and abdominal pain. (B)(6) 2017 : has confirmatory hsg with previous gyn. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone), ethinylestradiol;norethisterone acetate (loestrin) and ethinylestradiol;norgestimate (estarylla). In 2015, the patient experienced migraine ("migraines"), headache ("headaches") and menstrual disorder ("menstrual problems"). On (B)(6)2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("hair loss"), autoimmune disorder ("autoimmune disorder"), hypersensitivity ("allergic reactions"), fallopian tube spasm ("twisted and kinked fallopian tubes") and abdominal pain lower ("lower abdominal pain in female organs") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, device dislocation, alopecia, weight increased, autoimmune disorder, hypersensitivity, migraine, fallopian tube spasm, dyspareunia, fatigue, menstrual disorder and abdominal pain lower outcome was unknown, the pelvic pain and dysmenorrhoea was resolving and the vaginal haemorrhage, menorrhagia, headache and vaginal discharge had resolved. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils left 03 right 03 other findings during the hysteroscopy are noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Lot number c8000x7 is invalid. Lot number cs000x7 is valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-jan-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("infection : pelvic inflammatory disease"), device dislocation ("migration of essure") and pelvic pain ("crippling pain") in a 28-year-old female patient who had essure (batch no. C8000x7,cs000x7) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery and abdominal pain. (B)(6) 2017 : has confirmatory hsg with previous gyn. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone), ethinylestradiol;norethisterone acetate (loestrin) and ethinylestradiol;norgestimate (estarylla). In 2015, the patient experienced migraine ("migraines"), headache ("headaches") and menstrual disorder ("menstrual problems"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("hair loss"), autoimmune disorder ("autoimmune disorder"), hypersensitivity ("allergic reactions"), fallopian tube spasm ("twisted and kinked fallopian tubes") and abdominal pain lower ("lower abdominal pain in female organs") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, device dislocation, alopecia, weight increased, autoimmune disorder, hypersensitivity, migraine, fallopian tube spasm, dyspareunia, fatigue, menstrual disorder and abdominal pain lower outcome was unknown, the pelvic pain and dysmenorrhoea was resolving and the vaginal haemorrhage, menorrhagia, headache and vaginal discharge had resolved. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils left 03 right 03 other findings during the hysteroscopy are noted diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs and medical record received : events- "abnormal bleeding (menorrhagia), migraines, headaches, twisted and kinked fallopian tubes, migration of essure, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, menstrual problems, lower abdominal pain in female organs", reporter, lot number, medical history, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("crippling pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), alopecia ("hair loss"), weight increased ("weight gain"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, infection, alopecia, weight increased, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered alopecia, autoimmune disorder, genital haemorrhage, hypersensitivity, infection, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.